Event description:
Patient was wearing device on calf of left leg. Staff noted patient had a degree of lack of sensitivity on left leg and patient is positive for mrsa. Va nursing staff was reviewing the patient's skin and identified skin injury, then they contacted wound nurse, who consulted for wound order. The wound rn couldn't for sure determine if it was a wound, burn or med device related injury, but where the "wound" was is right under where the battery pack was resting. Staff took off defenders and left them off. And have discontinued use for the whole floor for the time being. Patient was forwarded to the wound team and developed a plan of care. Recovery and status update of the patient's skin condition is still unknown.